Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out during withdrawal of the device and a non-cordis sheath while trying to position the indicator wire against the vessel wall. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was removed with the indicator wire exposed. The device was stored and prepared per the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There were no issues depressing the cowling/guard. The indicator wire cowling locked against the handle assembly, and an audible click was heard. There was no visual damage to the indicator wire prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The indicator window of the exoseal device was facing up during retraction. The indicator window did not change. When the device was removed from the patient, no damage was noted to the indicator wire loop. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque. There was mild access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.